Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnant again with essure"), haemorrhage in pregnancy ("bleeding") and genital haemorrhage ("increased bleeding") in a 33-year-old female patient (gravida 10, para 4) who had essure (batch no. 628048) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant again with essure". The patient's past medical history included gravida, pregnancy, multigravida and parity 4 (live birth on (B)(6) 1998; (B)(6) 2001; (B)(6) 2009; (B)(6) 2011). Not currently sexually active. Concurrent conditions included asthma since 2010, diabetes since 2015, mixed incontinence, uterovaginal prolapse, uterine prolapse, coughing, sneezing, ex-smoker, vaginectomy, morbid obesity and vaginal pain. Concomitant products included amoxicillin (amox), atorvastatin, dicycloverine (dicyclomine), glipizide, insulin lispro (humalog), omeprazole (omeprazol) and oxybutynin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 3 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), nausea ("nausea"), vomiting ("vomiting") and abdominal pain ("abdominal pain"). In 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection: uti,"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain/loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total vaginal hysterectomy with transvaginal tape and anterior repair and essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, haemorrhage in pregnancy, genital haemorrhage, abdominal distension, nausea, vomiting and abdominal pain had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, vaginal discharge and weight fluctuation outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2008 she was pregnant. The essure device subsequently failed to prevent pregnancy and experienced a miscarriage on (B)(6) 2010 (captured under case (B)(4). Then she was pregnant gain and delivered an infant on or about (B)(6) 2011. Plaintiff's symptoms resolved after the (B)(6) 2015 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.9 kg/sqm. On (B)(6) 2010 hysterosalpingogram confirmed complete occlusion of both fallopian tubes and essure devices appeared in good position. Urodynamic testing: valsalva leak point pressure was 100 cm water. Voiding study revealing normal flow patter. Post void residual 20 ml. Pink-tan, smooth, glistening and focally hemorrhagic endometrium. There is approximately 3.0 cm in length and 0.2 cm in diameter portion of coiled metallic material within each uterine cornu. Most recent follow-up information incorporated above includes: on 15-mar-2018: plaintiff fact sheet and mr received.new reports and patient demographic added. Concomittant condition and lab data added. Product indication updated and lot no added. New events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea, dyspareunia, fatigue, infection: uti, vaginal discharge, weight gain/loss were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), haemorrhage in pregnancy ("bleeding"), pregnancy with contraceptive device ("pregnant again with essure") and genital haemorrhage ("increased bleeding") in a 33-year-old female patient (gravida 10, para 4) who had essure (batch no. 628048) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant again with essure". The patient's past medical history included gravida, pregnancy, multigravida and parity 4 (live birth on (B)(6) 1998; (B)(6) 2001; (B)(6) 2009; (B)(6) 2011). Not currently sexually active. Concurrent conditions included asthma since 2010, diabetes since 2015, mixed incontinence, uterovaginal prolapse, uterine prolapse, coughing, sneezing, ex-smoker, vaginectomy, morbid obesity and vaginal pain. Concomitant products included amoxicillin (amox), atorvastatin, dicycloverine (dicyclomine), glipizide, insulin lispro (humalog), omeprazole (omeprazol) and oxybutynin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 3 months after insertion of essure, the patient experienced haemorrhage in pregnancy (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), nausea ("nausea"), vomiting ("vomiting") and abdominal pain ("abdominal pain"). In 2012, the patient experienced bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection: uti,"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain/loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total vaginal hysterectomy with transvaginal tape and anterior repair and essure removal). Essure was removed on 21-(B)(6) 2015. At the time of the report, the pelvic pain, haemorrhage in pregnancy, genital haemorrhage, abdominal distension, nausea, vomiting and abdominal pain had resolved and the pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, urinary tract infection, vaginal discharge and weight fluctuation outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight fluctuation to be related to essure. The reporter commented: on (B)(6) 2008 she was pregnant. The essure device subsequently failed to prevent pregnancy and experienced a miscarriage on (B)(6) 2010 (captured under case (B)(4)). Then she was pregnant gain and delivered an infant on or about (B)(6) 2011. Plaintiff's symptoms resolved after the (B)(6) 2015 surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.9 kg/sqm. On (B)(6) 2010 hysterosalpingogram confirmed complete occlusion of both fallopian tubes and essure devices appeared in good position. Urodynamic testing: valsalva leak point pressure was 100 cm water. Voiding study revealing normal flow patter. Post void residual 20 ml. Pink-tan, smooth, glistening and focally hemorrhagic endometrium. There is approximately 3.0 cm in length and 0.2 cm in diameter portion of coiled metallic material within each uterine cornu. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnant again with essure"), haemorrhage in pregnancy ("bleeding") and genital haemorrhage ("increased bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnant again with essure". The patient's past medical history included pregnancy and pregnancy. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year 3 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), haemorrhage in pregnancy (seriousness criterion medically significant), nausea ("nausea"), vomiting ("vomiting") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total vaginal hysterectomy with transvaginal tape and anterior repair and essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, haemorrhage in pregnancy, genital haemorrhage, abdominal distension, nausea, vomiting and abdominal pain had resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain, genital haemorrhage, haemorrhage in pregnancy, nausea, pelvic pain, pregnancy with contraceptive device and vomiting to be related to essure. The reporter commented: on (B)(6) 2008 she was pregnant. The essure device subsequently failed to prevent pregnancy and experienced a miscarriage on (B)(6) 2010 (captured under case (B)(4)). Then she was pregnant gain and delivered an infant on or about (B)(6) 2011. Plaintiff's symptoms resolved after the (B)(6) 2015 surgery. Diagnostic results: on (B)(6) 2010 hysterosalpingogram confirmed complete occlusion of both fallopian tubes and essure devices appeared in good position. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after internal review, incident category for event pregnant again with essure was amended (incident to other event). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.